Manufacturer narrative:
Date of event and date of explant are unknown. Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a procedure ( reference MFR report: 1627487-2019-07306 ) it was revealed that the patient no longer had the eon mini ipg implanted. It is unknown when and why the ipg was explanted.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and previously reported within manufacturer reference number 1627487-2013-15184.